Event description:
As reported by the field sales representative, during a transfemoral tavr procedure of a 23mm sapien 3 ultra valve, the patient appeared to experience premature ventricular contractions (pvc) or a loss in capture during deployment of the valve. This caused the valve to be malposition. The valve was unstable in the annulus and there was moderate to severe paravalvular leak (pvl). A second 23mm sapien 3 ultra valve and delivery system was prepped. As the valve was being delivered to the annulus, the first valve had embolized to the ascending aorta over the second delivery system. This occurred when the second valve had crossed into the left ventricle. The medical team made a decision to deploy the second valve across the native annulus. The second valve was deployed and embolized into the ascending aorta. The patient was stable and access for the wire and delivery system were maintained for both valves. It was decided by the medical team to upsize to a 26mm sapien 3 ultra valve believing the previous valves were undersized. A right ventricular pacing wire was placed from the left groin whereas for the first two valve deployments, the pacing was through the delivery wire. The third valve was deployed successfully with good pacing capture.the two previous 23mm valves were 'crushed' against the ascending aortic wall with a non-edwards balloon and then trap them to the aortic wall with a non-edwards stent. However, by echocardiogram, an aortic perforation was seen. A pericardial effusion was also noted and a pericardiocentesis was performed. After 10 minutes and giving the blood back through the sheath, the patient went asystole and cardiopulmonary resuscitation (CPR) was performed. As the patient was a non-open salvage, the medical team stopped and patient unfortunately passed away.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information. The following section of this report has been updated: section h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-04416. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: section h6 (type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Additionally, no relevant imagery and medical records were provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Additionally, it does not allege a labeling issue or device related infection. Therefore, no device history record (DHR) review or lot history review are required. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU and training manuals, a loss of capture during rapid pacing can cause sudden delivery system movement during deployment. Make sure pressure stabilizes before balloon inflation. To manage aortic embolization, maintain guidewire position through embolized thv so it does not flip. Assess patient hemodynamic stability. Pull embolized thv across arch as far as possible and deploy. Secure embolized thv in aorta. Consider stabilizing the thv with additional stent. Consider second thv if aortic regurgitation (ar) is severe and patient unstable. Note: do not fully inflate balloon due to risk of aortic dissection. Additionally, device migration or malposition requiring intervention, paravalvular or transvalvular leak, and device embolization are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for malpositioned valve, valve deployed exhibits paravalvular leak (pvl), and valve embolizing into the aorta were unable to be confirmed due to unavailability of returned device, relevant imagery, and medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a transfemoral tavr procedure for a 23mm sapien 3 ultra valve, the patient appeared to experience premature ventricular contractions (pvc) or a loss in capture during deployment of the valve which had 2cc added at the request of the implanting physician. The cardiac motion pushed the valve out of the annulus and onto the left coronary cusp but it was maintained at the annular level on the non-coronary cusp.' After the loss of capture during valve deployment, 'the valve was unstable in the annulus and there was moderate to severe paravalvular leak (pvl).' Additionally, 'as the valve was being delivered to the annulus, the first valve had embolized to the ascending aorta over the second delivery system. This occurred when the second valve had crossed into the left ventricle.' Per the training manual, 'loss of capture during rapid pacing can cause sudden delivery system movement during deployment'. A paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Investigation results indicate the loss of capture pushed the valve out of the annulus onto the left coronary cusp, which led to valve malposition during deployment. A malpositioned valve can compromise the seal between the valve and native annulus leading to a paravalvular leak as reported. The manipulation or advancement of the second delivery system with valve through the unsecure first valve to the site (annulus), led to the dislodge of the first deployed valve, which resulted in the valve embolizing into the aorta. In this case, available information suggests that patient factors (premature ventricular contractions resulting in loss of capture during deployment) and procedural factors (valve malposition, second delivery system manipulation to cross the first deployed valve) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.